Event description:
User reports a small leak coming from the back of the p module which appears to be leaking gradually onto the floor and into the walkway. No one has been injured, and no discrepant or erroneous pt results were generated.

Manufacturer narrative:
The field service representative determined the cause to be a clog in the ise sample probe cleaning bath, and cleaned the ise sample probe cleaning bath. To verify analyzer performance, controls were run which were within specification.